Event description:
I cleaned my contact lenses with clear care 3 percent hydrogen peroxide by alcon as the directions stated. When I went to put the lenses in my eyes they burned. I took the lenses out. It was painful. This product should be pulled, it is dangerous.